Event description:
It was reported that one day post implant the atrial lead exhibited loss of sensing. The lead was repositioned (B)(6) 2011. On (B)(6) 2011 the patient presented to the clinic for a follow up and experienced atrial fibrillation and the lead exhibited loss of sensing and capture. Patient experienced muscle stimulation two days prior.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.